Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during an erbd (endoscopic retrograde biliary drainage) procedure in the bile duct of a pt. During the attempt to deploy the stent, the physician felt some resistance, which was not associated with any device, as he retracted the guide catheter. The guide catheter stretched and the stent was difficult to deploy, however, the stent was successfully deployed. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has been received; however, the investigation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).